Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, after removal of the delivery device and guidewire from the sheath, leaking from the hub of the sheath was noted. It seemed as if the hemostasis valves were not sealed.

Manufacturer narrative:
The ascendra introducer sheath was returned to edwards lifesciences for evaluation and is pending evaluation.

Manufacturer narrative:
The ascendra introducer sheath was returned to edwards for evaluation in a used condition. Visual inspection revealed dried blood trapped within the seals of the sheath. During decontamination, it was not possible to remove the dried blood. It was noted that the 3 seals were present and installed in the correct orientation in the sheath hub. The sheath was flushed with and without a guidewire in place and with a delivery device and loader inserted into the sheath. No leaks were observed during both tests. The valves were then removed from the sheath and visually inspected. No abnormalities were observed on any of the three valves. A device history record (DHR) review for the 9100is ascendra introducer sheath was performed. The affected device work orders were evaluated and did not reveal any issues during manufacturing that could be related to the event. There were no manufacturing non-conformances found on the returned device. The sheath undergoes two 100% inspections during manufacturing to mitigate against sheath leakage. The sheath is visually inspection under 2.5x magnification for damage, and the valves in the sheath are inspected for proper placement and seating with no visible distortion. Sheath sub-assemblies are also 100% visually inspected. Seal components are sampled for voids, cracks and misfills. These inspections make it highly unlikely that a manufacturing non-conformance could have caused a leak. The complaint could not be confirmed during the evaluation. No manufacturing non-conformances or labeling / IFU inadequacies were identified. Review of complaint history did not reveal that the occurrence rate exceeds the (B)(4) 2013 control limits for this failure mode. Therefore, no further preventative or corrective action is required.